Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Cement was not setting up properly. This happened with multiple packs in different surgeries but the lot was the same in all the case. The quantity of how many times it happened is unknown. There were (B)(4) boxes used but it's unknown if it didn't set in each situation. Update rec'd - (B)(6) 2016 - follow-up from rep clarified that this situation happened two times. The first was reported on (B)(4). This complaint will represent the second situation. Currently the surgery date for the second case is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.